Event description:
International customer reported that a needle broke during an episiotomy closure. The needle fragment remained in-situ. Unknown if the retained fragment has been excised.

Manufacturer narrative:
Date sent to the FDA: 08/14/2008. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form.